Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of stent buckled material, inside the patient. Block h11: the polaris ultra ureteral stent with the suture was returned for analysis. The reported event of stent buckled material will not be confirmed, due to there is evidence of stent coil with suture hole torn. Therefore, it is assigned the code of no problem detected. During the visual and magnification inspection, it was found that the stent coil bladder with the suture hole torn. It is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get or torn during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during insertion, when the stent was used as positioner, the tail was bucked and failed to insert. The procedure was completed with another of the same device and the patient condition following procedure was good.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Event description:
It was reported that during insertion, when the stent was used as positioner, the tail was bucked and failed to insert. The procedure was completed with another of the same device and the patient condition following procedure was good.